Manufacturer narrative:
Lot #: this information was not provided during initial report. Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
During an acdf at c4-c5, c5-c6, the screw passed through the plate into the vertebra. Plate and screws were removed and replaced with another set. Two weeks postoperatively, patient experienced loosening of the screw. Surgeon removed hardware and fused patient. This is the 2nd of 2 reports submitted on this event.